Manufacturer narrative:
Evaluation: method: x-ray. Evaluation summary: the explanted device was received and evaluated; minimal to moderate calcification was observed in the cusp area of leaflet 2, minimal calcification was observed in the cusp area of leaflet 1. The free margin leaflet 1, exhibited minimal to moderate calcification, free margin of leaflet 2 exhibited moderate calcification, free margin of leaflet 3 exhibited heavy calcification. Moreover, moderate to heavy host tissue overgrowth encroached onto the tissue at the inflow aspect and into the orifice at the greatest point by approximately 17mm. Heavy host tissue overgrowth encroached onto the tissue at the outflow aspect and into the orifice at the greatest point by approximately 15mm. Host tissue was minimal to moderate at the stent inflow and moderate to heavy at the stent outflow. Host tissue fused leaflets 1 and 2 at commissure 2 by approx 7mm, leaflets 2 and 3 at commissure 3 by approx 4mm, and leaflets 3 and 1 at commissure 1 by approx 5mm on the outflow aspect. Host tissue fused leaflets 1 and 2 at commissure 2 by approx 5mm on the inflow aspect. Additional manufacturer narrative : device evaluation confirms that extensive host tissue overgrowth (pannus), as the primary cause of the reported stenosis, in addition to moderate calcification. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. The mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood. The reported information suggests nothing to indicate a device quality deficiency that may have caused or contributed to this event.

Event description:
It was reported by the surgeon via sales that an edwards mitral bioprosthetic valve was explanted after an implant duration of approximately 6 years due to mitral regurgitation. Initial report indicates, "the surgeon determined that the valve had stiff leaflets due to mild calcification, fibrosis and chordal fibrosis grown into the valve which resulted in severe regurgitation. The surgeon stated that the patient was doing very well on the day following the surgery." No further information has been provided.

Manufacturer narrative:
Additional manufacturing narrative: regurgitation of bioprosthetic valves may be a manifestation of structural valve deterioration and/or non-structural dysfunction - these can be due to both patient factors and intrinsic properties of the valve itself. The explanted device has not yet been returned to edwards for evaluation; therefore, the specific cause/mechanism of the reported failure cannot be confirmed or evaluated by edwards. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. No information to suggest a device quality deficiency related to this event. Additional information and evaluations will be reported, if provided.